Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Continuation of d10: 694765 ICD implant date: (B)(6) 2010 additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 31-may-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced elevated lactate dehydrogenase (ldh), and elevated liver function tests, was described as ill and septic. The driveline (dl) was snag while the patient was being transferred from a bed to a stretcher. The dl was completely covered with rescue tape applied by the clinic, and an area of the tape was noted to be ripped, prompting concern about the dl integrity.  Upon reviewing logfiles data, noted during a ramp test that a high watt alarm sounded when vad speed was increased without adjusting the high watt alarm limit. Approximately two hours later, the patient accidentally double power disconnected while switching from batteries to an ac adapter, which was attributed to patient confusion, and the vad started up within normal limits. The patient was in the hospital at the time. Over the next few days, multiple vad speed changes and hematocrit changes were reported to cause drastic trend changes; after the speed was adjusted and maintained, the trends were reported to stabilize, with power and flow within normal limits. A visual inspection of the dl inner lumen and wires reported no apparent breach. Rescue tape was applied to repair the ripped area, and the plan was to continue monitoring power to ensure it did not increase. The vad, the driveline, and controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is being treated for sepsis.